Manufacturer narrative:
This report is submitted on march 14, 2022.

Event description:
Per the clinic, the patient experienced an infection at abutment site (specific date not reported) and subsequently, was treated with oral and topical antibiotics (specific date and duration not reported) and a topical steroid (specific date and duration not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to remove and replace the abutment. This report is submitted on april 4, 2022.